Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. The field service engineer replaced power cord to address this issue. Failure analysis of the returned part shows conclusion: the power cord was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The field service engineer (fse) found electrical safety reading out of specifications. There was no patient involvement.